Event description:
The customer reported that the 7900 system is intermittently slow to boot up, and the slow boot up produces an error message. No pt injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on site investigation. The service representative replaced the right hand touch panel, hard disk drive, and reloaded the system software. The system is operating as intended.